Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that the patient on arctic sun device was not warming or getting closer to targeted temperature (tt) and stated that they have changed the targeted temperature (tt) from 37c to 36c back to 37c since rewarming started and it had only been 30-45 mins since changing back to 37c. Went to event log and there was no alarms. Patient temperature (pt) was 35.8c, targeted temperature (tt) was 37c, water temperature (wt) was 40.1c, flow rate (fr) 2.2l/m. Confirmed patient had the correct gel pads (36kg - xs pads) and abdomen was covered. Instructed how to get system diagnostics where outlet monitor temperature (t1) was 40c, outlet control temperature (t2) was 40.1c, inlet temperature (t3) was 39.5c, chiller temperature (t4) was 4.1c, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 0, heater command (hc) was 19 percentage, inlet pressure (ip) was -7. Rewarm from was set to 37c at a rate of 0.25c/hr. Had change "rewarm from" to current patient temperature (pt) was at 35.9c. Called back an hour later and patient temperature (pt) was now 36.2c, moving closer to targeted temperature (tt). Suggested to call back if anything changed or there were any alerts. Attempted phone follow-up on 19jul2023 for additional information. Spoke with charge nurse who confirmed patient completed therapy with no further issues. They did not have medication information available. Device had remained in service. No additional information is available, and no sample is available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that the patient on arctic sun device was not warming or getting closer to targeted temperature (tt) and stated that they have changed the targeted temperature (tt) from 37c to 36c back to 37c since rewarming started and it had only been 30-45 mins since changing back to 37c. Went to event log and there was no alarms. Patient temperature (pt) was 35.8c, targeted temperature (tt) was 37c, water temperature (wt) was 40.1c, flow rate (fr) 2.2l/m. Confirmed patient had the correct gel pads (36kg - xs pads) and abdomen was covered. Instructed how to get system diagnostics where outlet monitor temperature (t1) was 40c, outlet control temperature (t2) was 40.1c, inlet temperature (t3) was 39.5c, chiller temperature (t4) was 4.1c, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 0, heater command (hc) was 19 percentage, inlet pressure (ip) was -7. Rewarm from was set to 37c at a rate of 0.25c/hr. Had change "rewarm from" to current patient temperature (pt) was at 35.9c. Called back an hour later and patient temperature (pt) was now 36.2c, moving closer to targeted temperature (tt). Suggested to call back if anything changed or there were any alerts.